Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's blood glucose was 188 mg/dl. The customer stated their blood glucose was high from the no delivery alarms. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer did not have a bent cannula. Customer stated they will be changing their site. No additional information provided.